Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer verified the issue, confirmed that the device was not powering on, and noted a black screen accompanied by a clicking sound from the power supply attempting to turn on. An fse disconnected the power supply from the comm sled to ensure that the power supply was functioning correctly. It was operating properly. The auxiliary and tower were disconnected to isolate the issue. During this process, it was discovered that the problem originated from the main unit. Drawer 6 was disconnected, and power was reattempted. The device powered on. Upon inspecting drawer 6, it was found that the controller module's printed circuit board assembly had thermal damage on the board. The board was replaced, and some black markings were also noticed on the drawer controller board; however, it was uncertain if these markings were from the controller module board, but it was replaced as a precaution. The system was rebooted, firmware updates were executed, the drawer was reconfigured, and testing was conducted in the hardware testing application, followed by the customer performing inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.